Event description:
Caller reported a cgm error 42 and contacted for assistance. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the issue as the cgm error code did not appear again, and the caller successfully started their sensor session.